Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative "technical problems" which they had observed "since years.¿ it was noted that these observations had never been shared with medtronic so far. They reported that in some patients, lead migration into ventral direction occurred (dorsal in only one patient) during the first few days post-op. Five of the cases occurred in obese patients, one case occurred in a cachectic patient. The healthcare provider assumed pressure to the lead (fat tissue pressure for obese patients, pressure of a couch or similar) may have been a factor. No further complications were reported or anticipated. Additional information received reported not have any documentation regarding 5 (five) of these 6 (six) cases. At that time he was working in another hospital and due to data protection / privacy issues, these information cannot be obtained. From his memory, the healthcare provider can report, that in all five cases with obese patients, revision was required. New leads have been implanted. One case (cachectic patient) occurred on monday, (B)(6) 2020. The lead has migrated into ventral direction. Will contact us as soon further information will be available.